Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that a patient presented to the emergency room on (B)(6) 2021 with shortness of breath and worsening heart failure. Upon interrogating the patient's pacemaker with a programmer, it was noted that it would not sync. A magnet was then used to try to sync the device and convert it to asynchronous mode, which failed. It was later discovered that the patient's device battery was dead with no allegation of premature battery depletion. Due to the lack of pacing from the device, the patient experienced bradycardia. The pacemaker was then explanted and replaced. The patient was in stable condition post procedure.